Manufacturer narrative:
Block b3: date of event: date of event was approximated to 03/01/2020 as no event date was reported. Block h6: problem code 2907 captures the reportable issue of rx tunnel detached. Block h10: investigation results a visual examination of the returned complaint device confirmed that the rx tunnel of the device was detached and was not returned with the device. It was also noticed that the nylon sleeve was present and was adhered to the shaft. The balloon did not have any visual defects and was in good condition. This failure is likely due to factors or conditions related to procedure during the use of the device, such as the manner in which the device was handled and manipulated, the technique used by the physician, and normal procedural difficulties encountered during the procedure could have resulted in the failure reported. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, when the device was removed from the patient after dilation, it was noted that the black rx tunnel came off from the catheter into the scope. Reportedly, the scope together with the device was removed from the patient, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, when the device was removed from the patient after dilation, it was noted that the black rx tunnel came off from the catheter into the scope. Reportedly, the scope together with the device was removed from the patient, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.